Event description:
It was reported that the monitor on the 2800 sys turns purple during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video connector at the video output was reseated during the service call. The sys was tested and found to be working as intended and put back into service.